Event description:
It was reported that the customer's insulin pump was ramping up the numbers on the screen. The customer's blood glucose was unknown. The customer saw that the numbers were ramping when attempting to deliver a bolus. Advised customer to discontinue use of the insulin pump and advised customer on the return procedure. Advised the customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked case at the display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.